Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing blood glucose level 480 mg/dl which was treated by manual injection. Customer reported that device received insulin flow block alarm and it resolved by changing whole set. Device will not be returned for analysis.